Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced a severe high blood glucose event while traveling, with glucose reportedly rising over 400 mg/dl accompanied by nausea; the user stated there were no issues with the ilet pump or infusion set and glucose eventually corrected with the ilet. Symptoms included hyperglycemia. Outcomes included insufficient information to characterize impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.